Event description:
A filter did not open completely following deployment via a jugular approach and immediately migrated to the right atrium. A second filter was placed successfully without incident. Pt was transferred to another facility where open heart surgery was performed to remove the filter from the right atrium. Pt's condition is fine and pt has since been discharged. The device has been destroyed by the uf. Therefore, no failure analysis will be available. Follow-up revealed a pre-placement cavogram had not been performed prior to filter placement which co believes may have contributed to this event. However, without evaluating the device and without further details about the event, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the pressence of thrombus and congenital anomalies... Do not attempt to remove or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."